Manufacturer narrative:
A field service engineer (fse) replaced the defective float switch and the seal for waste canister, and primed the system.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that synchron lx20 clinical system is giving an error "flood in waste collection sump switch 11", and the waste exit sump canister is leaking from the top. Per customer, no one in the lab has come into contact with the waste. No injury was reported on this issue.